Event description:
It was reported the patient experienced ineffective therapy. As a result, surgical intervention occurred wherein the scs system was explanted on an unknown date to address the issue. The investigation did not determine which lead is related to the issue

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), batch: 3759082. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.